Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy until the pump arrived.